Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise and low pacing impedance. No intervention was performed. There were no patient consequences.